Manufacturer narrative:
(B)(4). G2: foreign: japan. G4: this device is sold outside the us and therefore no premarket notification 510(k) can be determined. The device is considered similar to product#: 11-165208 and 510(k) # k051569. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cup and liner could not be assembled intraoperatively and the locking ring was bent. Another product was available. There was a 3-5 minute delay. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6 visual examination of the provided pictures identified the devices, but cannot be used to confirm the reported event. Devices not returned, further analysis cannot be made. Bearing and cup - review of the device history records identified no deviations or anomalies during manufacturing. Ringloc - review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Locking ring - the device history records for item #11-165210-04, lot # 67035236 were reviewed for deviations and/or anomalies with the following related anomalies/deviations identified: nci00200193 medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.